Manufacturer narrative:
Date of event: exact date unknown, event occurred a few months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was having issues keeping the ipg charged. It was noted that the ipg was tilted at the wiring harness and the patient felt that the ipg was coming out of the pocket. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.